Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that the cryosolutions set with 1 cartridge/1mm tip (33510) "was not working; it leaked all of the cryo-solution out of the cartridge before it can get screwed on to the tip." The customer advised that tried another box of cartridges, but the same issue occurred. There was no patient involvement; thus, no injury, death, or surgical delay has been reported.

Manufacturer narrative:
The cryosolutions set with 1 cartridge (33510) was returned for evaluation. Device history record (DHR) was reviewed and no abnormalities related to the reported issue were identified. Failure analysis - the cryosolutions set was received in used condition with no visible defect. The set was able to function properly with test cartridges. Per sales order record, the customer was identified as receiving 33517 cartridges from lot d0122. Investigation by the product legal manufacturer/sales entity found that this lot of cartridges was affected by a valve that may open prematurely. The legal manufacturer has provided a safety advisory and instructions for use (IFU) updates, which have been distributed by integra to affected customers/distributors as part of a voluntary correction. Root cause analysis: the reported complaint was confirmed. Per the legal manufacturer, this customer received cartridges from a lot that had a valve and pressure issue that may have caused it to open prematurely. A voluntary correction was initiated by integra and the legal manufacturer to address this issue.